Event description:
It was reported to philips that the system was unable to boot, stalling at the countdown timer and giving a geometry error. No harm to the patient or user was reported. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was not in clinical use when the issue was identified. The field service engineer (fse) visited onsite and confirmed the reported problem. Upon troubleshooting, fse confirmed false contact in power supply in m cabinet. To resolve the problem, fse replaced the fuse. After the replacement of the fuse, the system was returned to use in good working order. The codes were updated based on the investigation outcome.